Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 295 units of insulin during the load sequence. Another cartridge was loaded; however, the issue did not resolve. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.